Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection between the cartridge pigtail and infusion set tubing was loose. Customer tightened luer lock to resolve the issue. There was no reported impact to the customer's blood glucose level.